Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found one of the pins on the interconnect socket pushed in causing no video. Repaired pushed in pin. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 8800 system had no image on the monitor during a case. System worked ok as start of case, but when moved out of room and brought back into case, there was no image on the monitor. Another system was used to complete the case. There was no report of pt injury.